Event description:
The reason for call was patient reported they had adaptive stim set up, but when they turned their settings up to go to work, the changes didn't stick. Patient would sit down and stand back up, and the standing setting would revert to the same setting from before adaptive the change was made. Agent reviewed information about adaptive stim and explained that in order to get changes to stay, patient would have to set the intensity setting they wanted and hold the position for a certain amount of time before it would take and change it. Patient mentioned they usually turned the intensity up when they got in line to clock in at work, and that could be anywhere from 5-7 minutes, and they were pretty sure the rep had set the changes to take after 1-2 minutes. Agent asked, patient said the issue had been going on since they went back to work at 6 weeks post-op, in february. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider/medtronic rep to further address the issue. Patient also mentioned they were running into an issue at work where they use blue tooth/wi-fi hand scanners. Patient said they worked in an amazon wareho use and the scanners kept buffering and freezing and stopping, and no one else's was doing that. Agent reviewed the patient's programmer and ins use tel-m rather than blue tooth and wi-fi.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A rep called when they were with the patient (pt). Technical services (ts) reviewed how adaptive stim stability time and transition time work. Ts reviewed that the pt controller is not a dynamic update of amplitude, you need to recheck the amplitude to get the current values. Rep confirmed as was working correctly. On (B)(6) 2025 the patient reported they do not know the cause. Steps taken were meeting with a rep who called tech support while meeting with the patient. The patient reported the issue was not resolved, they created new group settings for work and exercising.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.